Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the device has been working very, very well but not perfect. Patient said about 2 months ago they started doing heavy exercises. Patient was also doing crunches on the boflex machine, patient got up to 2 sets of 50 crunches. Patient was also doing toes touches. Patient said about 6 weeks ago the device seemed not as effective. Patient said right now the device is not very effective. Patient said stim was felt in a different location. Patient asked if the exercises could have caused the device to move. Reviewed activity guidelines. Patient said they have stopped doing the exercises. Patient changed programs this morning. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2022-sep-01 additional information received from hcp. They reported that the stim felt in a different location was not determined. Patient has adopted a more active lifestyle which leads may have migrated as an indirect correlation. The steps being taken for resolution included office updating xrays to evaluate lead placement and advising patient to try different programs in the meantime.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that an x ray was done and no active fracture dislocation, no soft tissue calcification noted, no foreign body seen, stimulator is seen within superficial subcutaneous tissue over right lower back. Single intact lead without kink or disruption. They are planning to check for lead impedance issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.